Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Suction failure resulting in the loss of negative pressure wound therapy will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during npwt, a renasys go displayed an intermittent warning: air leak and continuous 120mmhg. The patient confirms that she realized troubleshooting by checking the connections and dressing. The patient confirms that all connections are secure and the dressing is well-sealed. The patient states that the orange clips of the canister are fully engaged into the device. There was a temporary resolution to the problems after powering down the device, plugging it into an electric outlet and then powering it back on, but after the alarm persisted. It is stated that the alarm was resolved after disconnecting the soft port from the canister tubing the orange quick click connector and that it was not a problem with the device. It is unknown how treatment was resumed. Patient was not injured as consequence of this problem. No further information is available.